Event description:
It was reported the patient had a fall on ice and post-fall he had new increased discomfort to his right ribs with stimulation on or off. It was noted impedances were normal and an x-ray confirmed the patient¿s right lead had migrated lateral and down. The patient was reprogrammed with coverage of pain on the left lead. The patient received a thoracic injection the date of this report and he was to follow up with his physician if the pain continued and a revision would take place.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).